Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack needs to be replaced.

Event description:
It was reported the sys failed ot display an image and shut down without command. There are no reports of pt injury or death associated with this event.